Manufacturer narrative:
A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the bladder of cylinder 1. Testing revealed this to be a site of leakage. The separation appeared smooth, indicating contact with sharp instrumentation. Surface abrasion was noted on the shorter exhaust tube of the pump and on the exhaust tube of cylinder 2. No functional abnormalities were noted with the pump or cylinder 2. No visual or functional abnormalities were noted with the reservoir. The information received indicated a stuck pump, but because no visual or functional abnormalities were noted with the returned components other than instrument damage and surface abrasion, quality is unable to confirm the reported complaint. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 5537097. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the bladder of cylinder 1 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.

Event description:
According to the available information, pump stuck.